Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 1 of 2: manufacturer reference report number #: 1627487-2021-14113. It was reported that patient underwent surgery to replace leads that were in high impedance. Both leads were explanted and replaced to address this issue.